Event description:
It was reported that during the implant attempt, there was difficulty delivering the right ventricular (rv) lead. A different length sheath was used; however, the rv lead was still unable to be placed. The physician performed a subclavian stick and the rv lead was placed with some resistance. The helix extended after many turns; however, it was not fully extended. The physician felt the rv lead should be repositioned due to little or no current of injury and retracted the helix. During the repositioning attempt, the helix failed to extend. The rv lead was not implanted and another longer lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was further reported that the patient is a participant in the (B)(4) study.